Event description:
Healthcare professional reported "capsular contracture baker grade iii and removal from textured to smooth due to the concerns of the product. " this record is for the left side. Device was explanted but it is unknown if it was replaced. Device will be returned.

Manufacturer narrative:
Continued e1: alternate fax number: (B)(6). Continued e1: alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and anxiety-product/procedure was received on december 16, 2025 with lot number 2654224. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety-product/procedure : unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis opening, missing shell, broken device, creases, wear abarsion and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and removal from textured to smooth due to the concerns of the product. " this record is for the left side. Device was explanted but it is unknown if it was replaced. Device will be returned.